Event description:
It was reported that the programmer had a frozen screen. Follow-up determined that the programmer froze upon power-up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of the programmer screen freezing upon power-up, it powered up and interrogated without issues, though the hard drive was reconfigured and the software reloaded as a preventive. Analysis did note a noisy system fan which was therefore replaced. (B)(4).